Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated that the arctic sun device would not fill, and water was going about halfway up the fill tube but seemed like it did not have enough power to suck in water. During functional check it was determined that the device had a failed circulation pump. Biomed stated that they would order all of the 4 parts included in the 2000-hour service and make the replacements by them. Parts and pricing provided.

Event description:
It was reported that the biomed stated that the arctic sun device would not fill, and water was going about halfway up the fill tube but seemed like it did not have enough power to suck in water. During functional check it was determined that the device had a failed circulation pump. Biomed stated that they would order all of the 4 parts included in the 2000-hour service and make the replacements by them. Parts and pricing provided.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. During functional check it was determined that the device had a failed circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. During functional check it was determined that the device had a failed circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated that the arctic sun device would not fill, and water was going about halfway up the fill tube but seemed like it did not have enough power to suck in water. During functional check it was determined that the device had a failed circulation pump. Biomed stated that they would order all of the 4 parts included in the 2000-hour service and make the replacements by them. Parts and pricing provided.